Manufacturer narrative:
(B)(4). On 09 sep 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep stated via email that the screw to the instrument came dislodged during surgery. The instrument is now in three pieces. Nov 19, 2015 additional information, on this instrument all we know is the screw fell into the patient but they managed to get it out. Patient was not hurt. No further information.